Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "lap oophorectomy." "Bag did not deploy properly. It came of expandors internally. [Surgeon] tried clockwise spinning bag to open it up but it didnt work so he spun counter clockwise and that's when it cam off the expandors." Patient status: no patient injury.